Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the physician was unable to implant an additional lead on (B)(6) 2018 to the patient¿s existing system for newly presented pain, due to the patient¿s scarred and scoliotic back.